Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no patient harm or injury reported with this notification. The device was not in patient use. During the evaluation of the device at the third-party service center, a battery_not_charging_fault error was discovered in the device's event log. The technician recommended replacing the device's detachable battery board address the issue. No further investigation is required at this time. Additionally, the device's proportional valve and 3 way solenoid valve was replaced to address a circuit disconnect alarm and as a requirement for periodic maintenance. The muffler assembly, air inlet foam filter. And particulate filter were replaced for preventive maintenance. The device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements.